Event description:
It was reported that the patient had "a sack of fluid" around the pump since (B)(6) 2012 and no one seemed to know why. The doctor reportedly told the patient that it was a "hydroma" and did not seem too concerned about it. The patient was concerned about it though and wanted the fluid to go away. It was noted that since the implant, the pump would not lay down flat and looked "like a grapefruit cut in half" over the pump. It was noted that it was so swollen "like a water bed" on top of the pump. The doctor had reportedly drained it twice, the first time being six months prior to report and the second being one day prior to report. The fluid reportedly "looked like coffee with cream in it" and appeared to have blood and brownish fluid. It was noted that the therapy worked but the patient could not deal with the fluid and swelling around the pump. When the patient would lay on it, it caused pressure over the pump and some pain. The patient reportedly had a dye study ten days prior to report and pump and catheter were not leaking. The pump was infusing fentanyl. It was later reported by the healthcare provider that labs were ordered on (B)(6) 2014 with reported normal results on (B)(6) 2014. The patient was reportedly receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).